Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code). Device evaluation: one cadd solis vip pump was returned for analysis. The event log was unable to be downloaded. The power up menu was analyzed, and the reported issue was confirmed. The pump showed no software package. The software from the pump was deleted when the pump restarted itself. The pump's main board is corrupted and will be replaced.

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
Information received a smiths medical cadd solis vip pump alarm "out of box failure" and per customer received with red connect to computer" screen. Device was returned for further evaluation and software to be re-installed. No patient adverse events reported.